Event description:
The user facility reported that the glidesheath slender device was used in a right heart catheterization (rhc). The patient had brachial vein access with an angiocath IV cannula. The IV cannula was typically exchanged over the wire that comes in the glidesheath slender (gss) kit. Normal prep performed of sheath. It was noted that the doctor felt resistance upon advancing the wire through the IV cannula access. Several attempts were made to advance the wire, and the wire tip kept "balling up", while visualized under fluoro. During an attempt the doctor experienced this scenario repeat and upon removing the wire realized that a portion had broken off and was left in the brachial vein. Vascular surgery was consulted to remove the piece left behind. Additional information was received on 09sept2024: the estimated blood loss was less than 250cc. The patient was stable.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire separation because the sample was not returned for assessment. The exact root cause could not be determined. Historically, guidewire separations have occurred due to pulling the guidewire back through the needle or due to high tensional forces during withdrawal. The instruction for use (IFU) states: "caution: do not withdraw the guidewire through the needle, as shearing of the guidewire may result." Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).